Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a loss or change of therapy. It was stated they had a symptom return for the past week. The patient also ran out of oral medication prescribed for their bladder symptoms. The patient indicated they had a magnetic resonance imaging (MRI) of their shoulder, neck, and head about 7 days ago. The therapy was on, and they were unconscious. The patient was feeling stimulation so the changed programs from program 2 to program 3. It was noted that this was a gradual change in therapy/symptoms. Indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.